Manufacturer narrative:
This product is not available. Additional information will be provided within 30 days of receipt.

Event description:
The patient was treated with a precise stent in the right internal carotid artery under the study. Two days after the procedure, while the patient was home, the patient experienced some weakness and aphasia. The patient does not live in the area of the treating hospital; therefore, the patient went to a near by hospital and was diagnosed with a small stroke according to his wife and was admitted for a bladder infection and not for the stroke. The patient was scheduled for a coronary artery bypass; however, this procedure has been postponed indefinitely. (Systolic>140, or diastolic>90, or requiring medication)